Manufacturer narrative:
UDI (B)(4). The complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. This complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the patient had a microsensor inserted in head (B)(6) 2019. That night alarm went off for 1.5 hrs or so because icp was bouncing up from -45 to +30. Then nurse said an error message came up saying something like replace sensor cable or replace sensor. Switched out monitors and then alarm went off. The icp then went to -3 to -5 after that. Not sure if it was the microsensor, the new cerelink monitor, cable, etc.